Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery, due to an unspecified reason. The previous ipp was explanted and replaced. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery, due to an unspecified reason. The previous ipp was explanted and replaced. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that there were no patient complications during the procedure. It was also noted that the explanted ipp was not being returned for investigation.